Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2018, the customer received the following results on the aviva system (system 1) within 10 minutes: "hi" mmol/l (>33.3 mmol/l) at 9:55 p.m., 5.4 mmol/l at 10:00 p.m., 2.7 mmol/l at 10:15 p.m., and 15.1 mmol/l at 10:20 p.m. He injected 10 units of novorapid insulin before going to bed. On (B)(6) 2018 at 3:00 a.m., the customer received the following results with two different aviva meters, within 10 minutes: 6.4 mmol/l (system 1) and 2.3 mmol/l (system 2). The same test strip vial was used for both meters and results. The test strip lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.